Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a fingerstick blood glucose of 67 mg/dl after a factory reset and while the ilet was paused for most of the day, with only minor basal delivery observed prior to the event. Symptoms included low blood glucose requiring treatment with oral carbohydrates. Outcomes included recovery to 82 mg/dl with continued self-monitoring and no hospitalization. Investigation included review of device-use history and user report, along with troubleshooting and education on hypoglycemia management and post-reset system behavior. Investigation of this case revealed that the event occurred during a period of limited insulin delivery due to user-initiated pause and system relearning after reset, with no malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.